Event description:
The device stopped pacing a pt intermittently and had to be manually restarted each time. There were no further details regarding the reported incident and no report that any adverse affects to the pt had occurred as a result of the alleged malfunction.